Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received a questionable intact human chorionic gonadotropin + the ss-subunit (hcg+ss) result for one patient sample. The initial result was 0.3 miu/ml and was reported outside the lab. An ER doctor called and requested a rerun of the sample because he knew the patient was pregnant. The sample was recentrifuged and repeated on the same analyzer with a result of 8600 miu/ml. The sample was also run on the elecsys 2010 analyzer and the result was 9200 miu/ml. The repeat results were believed to be correct. The patient was not treated because of the erroneous result. The hcg+ss reagent lot number was 17160105 with an expiration date of 06/30/2014. The field service representative checked the system and could not find a problem or reproduce the issue. He determined the system was operating to specifications. He ran performance testing which all passed. The customer performed qc which was acceptable.

Manufacturer narrative:
The investigation could not determine a specific root cause. Based on the provided calibration and qc data, a general reagent issue was not suspected. As only one sample is affected a general instrument issue could be excluded. It was noted the humidity in the laboratory was below the specifications stated in product labeling. Also the customer was not following the tube manufacturer's recommendation for centrifugation.